Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient has experienced pain, swelling, inflammation, infection, damage to surrounding bone and tissue, multiple dislocations and lack of mobility. **update** (B)(4) 2013 - pfs and medical records received. The doi and part/lot were provided. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. This complaint is still under investigation.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes xxx46, v4kam1, and v24fla. A search of the complaint database search finds one additional reported incident against lot code vn9gw1 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.